Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the cartridge was loaded to the handle and jaws were set on the lung parenchyma. The handle was squeezed and jaws was closed. The surgeon pressed the green button and tried to squeeze the handle. However, the handle was so stiff as locked, so they judged that the device would not be fired. A new cartridge held by the hospital was loaded into the handle and was used clinically without problems. The status of the patient was reported as no problem.